Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the nbp measurement is not correct. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was conducted by philips field service engineer (fse), who performed an onsite evaluation and determined that the nibp is defective and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty nibp pump. The fse replaced the pump assembly, and it passed testing and working per specifications.